Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the surgeon side console (ssc) powered off on its own. The procedure was converted to another da vinci system. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power supply and plug system to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power supply was analyzed and the reported failure was replicated/confirmed. In-house fa: installed power supply unit onto pca system, there was no power to the surgeon console.